Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: surgical guide retrieval and closure. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of a heavy calcified common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove and the distal guide detached. The distal guide was surgically removed and the artery was sutured to achieve hemostasis. Though requested, no additional information was available.